Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for pulse field ablation procedure exhibited a leak. A pressure bag was used for irrigation of the sheath at a constant drip flow rate. During insertion of an hd grid mapping catheter into the sheath for remapping, the physician noticed that the hemostatic valve of the sheath leaked blood from the proximal end of the sheath handle. The blood leak was classified as a slow to medium drip. The quantity of blood leak is unknown, but enough to warrant an alternative approach to the procedure to stop the leak. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient nor in the sheath. The sheath is not expected to be returned for analysis as it was disposed.